Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of fluid leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue PICC was returned for evaluation. An initial visual observation showed blood residue near the catheter valve and adhesive or tissue residue near the hub of the PICC. The sample was pressurized with a 12ml syringe of water and was able to flushed and aspirated. The catheter was clamped above the valve and pressurized again. A small leak was noticed approximately 2.3 cm from the distal tip of the catheter. The catheter was clamped above this leak to check for any more leakage and another leak was observed approximately 6.2 cm from the distal tip of the catheter. The catheter was clamped above the second leak, pressurized again, and no further leaks were observed. A microscopic observation revealed lines of small holes along the sides of the catheter at the two sites of leakage. The holes were small and uniform and there were two lines of holes at each site. The sample was then bifurcated to examine the interior walls of the catheter. It was observed that the holes were also uniform and in patterned lines on the interior of the catheter and the edges of the holes were rounded. This indicates that the sample was likely clamped with the stylet still inside the catheter, which caused the reported damage. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported by nurse that the patient accepted the initial catheter implantation on (B)(6) 2016 with the implantation site 1 cm higher than the middle of the elbow. The basilic vein was chosen as the insertion site with the method of blind insertion. It was alleged that leakage occurred on the catheter when it was not secured and when the blood was drawn and the catheter flushed. Upon inquiry, the person who was responsible for conducting catheter implantation did not clearly examine for leakage of the catheter before conducting the implantation. The patient has intestinal cancer and needed to accept postoperative chemotherapy. The patient accepted the maintenance therapy. It was found that the leakage occurred again 3 cm away from the puncture site on the catheter used by the patient for maintenance in the (B)(6) hospital on (B)(6) 2016. The catheter was thus trimmed out again. Such condition occurred a third time on (B)(6) 2016. The department decided to pull out the catheter for re-insertion given that there was subsequent chemotherapy needed for the patient. On 9/12/2016 - per sample evaluation performed on (B)(6) 2016, the returned catheter exhibited leaks in the subcutaneous region of the catheter.